Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged and ring was missing from the reservoir compartment. The customer¿s blood glucose level was unknown. Customer reported that the reservoir was unable to lock in place due to damaged. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.